Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the readings from (B)(6) 2020 were not stored in the meter's memory. Therefore, event date captured as (B)(6) 2020. The model # was not provided.

Event description:
The customer from (B)(6) reported that her (B)(6) 2020 blood glucose readings were not stored in the memory of the contour next one meter. The customer stated that 4 weeks ago, she changed the batteries of the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.